Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a diagnostic anomaly resulting in missing impedance measurements was observed on the device. Abbott technical support was contacted and a software download was performed to resolve the event. The patient was in stable condition.